Event description:
After arrival from a transport from another facility, the unit was set to "battery" mode. Subsequently after a period of time the pneumatic module emitted smoke and then caught fire. No patient staff injury was reported. (B)(4).

Event description:
It was reported that revision surgery was performed after one year in vivo. Devices were implanted in (B) (6) 2009.